Manufacturer narrative:
Replaced apl (adjustable pressure limiting) valve to fix the reported issue. (B)(4).

Event description:
The hospital reported that the unit didn't inflate the manual bag due to a apl (adjustable pressure limiting) valve issue. There was no reported patient injury.